Event description:
Hillrom received a report from a hillrom technician stating the bed is not sending a signal to the nurse's station when the bed exit alarms at the bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
No further information is available on the repair of the bed at this time. Hillrom technical support contacted the account three additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required. If any additional relevant information is received, the complaint will be reassessed, and the event will be categorized accordingly.